Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative evaluated the system. System logs were examined by software engineers. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that while acquiring images during a spinal fusion procedure, the imaging system door could not be opened, and the system became unresponsive. Despite rebooting, the door could not be opened. There was a reported delay to the procedure of less than 1 hour due to this issue. Site discontinued use of the imaging system. Procedure was successfully completed with no adverse effect on patient outcome.